Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-dec-2021, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated she is experiencing back pain since 1.5 months ago. The patient stated her healthcare provider (hcp) did an x-ray of the ins last week. The hcp told patient that "the lead wire migrated down a couple of levels". The hcp is suggesting that patient contact a manufacturer representative (rep) and have the ins "interrogated."